Event description:
It was reported that the patient had passed away. She reportedly had a witnessed seizure in her office, fell and hit her head, and died shortly after. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up with the physician's office determined that the patient's last visit was on (B)(6) 2016. The patient's output current was increased from 1.5 to 1.75 ma and magnet output from 1.75 to 2 ma. No more information on settings at that time was available. There was no recent information present that could speak to the device diagnostics or battery status at that time. No additional pertinent information has been received to date.